Event description:
It was reported that a needle holder was used towards the end of the surgery for lap suturing. Instrument broke during suturing and one jaw piece fell inside cavity of the patient. Surgeon was able to retrieve broken part. No further information available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Upon evaluation the breakage of the jaw could be confirmed. One jaw is completely broken off and was not returned. On the other jaw dents outside the clamping area are visible, which indicates clamping outside the specified clamping area. Clamping outside the clamping area can cause high leverage forces and overload of the hinge. Therefore, the root cause most likely is clamping outside the clamping area, which caused the hinge to break due to overload. No indication for a material or manufacturing failure. The event is filed under internal karl storz complaint ID ((B)(4)).